Event description:
It was reported that during use with bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the needle and holder detached. There was no patient or user impact. The following information was provided by the initial reporter: needle and holder de-attached during phlebotomy. The needle de-attached from the holder during the phlebotomy, no patient or staff was injured. However, there was a risk off needle stick injury to the staff when she had to remove the needle by holding directly on the needle to take out the needle from the arm.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub. Holder separation was observed. Additionally, 5 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes with water, and the issue of hub. Holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub. Holder separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.